Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range tip-to-coil pace impedance measurements of less 190 ohms. The impedance had been stable just above 200 ohms. No adverse patient effects were reported.